Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported complaint of low power was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. If additional information is made available a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was running slow during an acoustic neuroma surgical procedure. The device was not reaching the intendeded rotation per minutres. There was a delay of 15 minutes to the surgery, but no injury or medical intervention occurred. A replacement device was on hand and the surgery was successfully completed. No addiotnal information available.